Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from last five results obtained. The customer's expected fasting blood glucose test result range is 105 to 125mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 174 and 169 mg/dl. The test strip lot manufacturer's expiration date is 08/20/2017 and open vial date is 09/11/2016. The meter memory was reviewed for previous test result history: (B)(6). Customer has not had any recent changes in the daily activities such as diet, exercise, or medications. Customer states the true metrix air meter is reading higher than the previous meter.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from last five results obtained. The customer's expected fasting blood glucose test result range is 105 to 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 174 and 169 mg/dl. The test strip lot manufacturer's expiration date is 08/20/2017 and open vial date is (B)(6)2016. The meter memory was reviewed for previous test result history: (B)(6). Customer has not had any recent changes in the daily activities such as diet, exercise, or medications. Customer states the true metrix air meter is reading higher than the previous meter.